Event description:
The patient presented with a popliteal artery aneurysm. An 8x15 viabahn device was advanced, positioned and deployed. The physician lost guidewire access. Guidewire access was regained. A second 8x15 viabahn device was advanced and positioned with required overlap. Upon deployment of the second device, it was noticed that the overlapping ends of both devices were not connected; rather, they were adjacent to each other in the overlap region. The following day, the physician surgically cut / incised the ends of both devices, so that one device was inside the other device, both sharing the same lumen. Another 8x5 viabahn device was implanted overlapping / bridging the cut region of the existing viabahn devices. The pt was fine at the end of the procedure.

Manufacturer narrative:
The devices remain in the pt and are currently functional. A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lots were processed normally and pre-release specifications were met.